Event description:
Patient reported that received a CoolSculpting System treatment in the bilateral bra fat area/ flanks using a CoolAdvantage Plus Applicator and presented with Paradoxical Hyperplasia 3-4 months post treatment. The patient has liposuction and presented with recurrent Paradoxical Hyperplasia. The following treatment was performed on (b)(6) 2019.

Manufacturer narrative:
AEMS announcement for AS2/API submitter. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Per FDA guidance, the ACK1 timestamp is the official receipt date during the period; therefore, submissions successfully received by the FDA during this period will not be considered late. Paradoxical Adipose Hyperplasia (PH) is a known potential adverse event addressed in the product labeling. According to the CoolSculpting User Manual, under Rare Adverse Events, PH is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. PH is not related to any CoolSculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.